Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Devices #2 - proglide (part #12673-03; lot #70024-6h), is being filed under a separate medwatch report.

Event description:
Device malfunction: knot came out of artery (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using a proglide device of an unspecified vessel after an unspecified procedure. Reportedly, the knot came out of the artery. A second proglide device was used with the same results. Hemostasis was achieved using a starclose device. There were no reported adverse patient effects. No additional information was provided.